Event description:
It was reported that during use of the device for an aortic valve replacement (avr) procedure, the black knob broke off the cooler heater unit. The device was not changed out, as the perfusionist continued using the cooler heater and finished the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The unit will not be returned to the manufacturer as the user facility's biomedical engineer is going to replace the knob.